Event description:
Ceiling lift motor fell out of the rail when motor pushed the end stop out of the track. Ceiling lift motor hit the floor. It was discovered that the end stops in the turn tables do not actually screw into the rails but are held in with tension. This event was repeated each time testing was performed in other patient rooms.